Manufacturer narrative:
The embolic material was not returned as it was consumed in the event. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence suggesting that the device was defective, but rather a procedure and user technique related event. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00428, 2029214-2017-00429, 2029214-2017-00430, 2029214-2017-00431, 2029214-2017-00432, 2029214-2017-00433.

Event description:
Citation: brain arteriovenous malformation treatment using a combination of onyx and a new detachable tip microcatheter, sonic: short-term results. Maimon s1, strauss I, frolov v, margalit n, ram z. Ajnr am j neuroradiol. 2010 may;31(5):947-54. Medtronic received report that a patient with avm s-m grade 3 located in the left temporal. This patient was reported to have subarachnoid hemorrhage due to force applied to remove the sonic catheter. There was report of onyx reflux passing catheter¿s third distal marker. Post intervention, the patient was reported to have dysphasia and was conservatively managed. The mild dysphasia resolved within 6 months and good recovery. Linked events: (B)(4).